Manufacturer narrative:
Investigation results: one grasper was returned for evaluation. The allegation was confirmed; distal portion of the grasper shaft had a visible gap in the kynar sheathing where bare internal shaft could be seen by eye. This is a thirteen-year-old reusable instrument. The scissor function activated the paddles correctly. The jaw mechanism seemed a bit loose, but was intact and grasped. It was unknown whether the device had been serviced. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The supplier reviewed the work instructions (wi) for the tube sub assembly test procedure wi, the brazing procedure wi, and the brazed joint buffing wi and identified improvement opportunities. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The investigation confirmed damage to the kynar sheathing at the distal end. While the cause of the damage was unable to be determined, the product family has been shown to have jaw issues (above). The root cause is likely a combination of wear, usage and reprocessing, and manufacturing related, as this identified as a 13 year-old reusable instrument. Per current prestige endoscopic instruments instructions for use (IFU), sop-aic-5000239, version 9.0: 1)section 7.0 states the inspection procedures for the instruments that should be performed. If any defects are present, or there is a potential concern, the instrument should be immediately sent to aesculap technical service (ats). 2)prestige grasper must be repaired by aesculap ats only. 3) aesculap inc. Maintains the following warranty statement: every product bearing the aesculap name is guaranteed to be free of defects in workmanship and materials when used normally for its intended surgical purpose. Any aesculap product delivered from aesculap, inc. Proving to be defective will be replaced or repaired, at aesculap's discretion, at no charge to the customer. These warranties shall not apply to conditions or defects resulting from, but not limited to: negligence, improper use, improper cleaning and handling, improper opening techniques, unauthorized repair work, caustic or abrasive cleaners, or items modified or customized by the customer at the customer's request. The above warranties exclude instrument coating or refurbishment due to normal wear and tear and apply only to the original buyer and are in lieu of all other warranties either expressed or implied. Although this is most likely due to age and wear of the device, aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. The device was discovered in the central processing department (cpd) with a notable malfunction. The tip of the jaw was pushing out from the shaft. There was no patient involvement. Additional information has been requested.